Manufacturer narrative:
Retainer ring = black. Customer complained on (B)(6) 2021 that he/she received a pump error 25. The following actions/tests will be performed: visual inspection for cosmetic damage, power up test, required tests, upload using thus, confirmation of the date/time of the customer's complaint, alarms, or pump errors using the adapt program, visual inspection for moisture damage. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads. Device passed displacement, sleep current measurement, and active current measurement tests. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to determine if any pump error 25 has occurred in the past. The adapt tool confirms that pump error 25 has occurred at the following times: (B)(6) 2021 03:00:00.000, (B)(6) 2021 10:00:00.000, (B)(6) 2021 01:00:00.000. In addition to this, device trace download analysis confirmed the unit alarmed pump error 25. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed pump error 25 due to connector resistance j6 /pcb 1. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. In summary, the unit did alarm a pump error 25, and it is confirmed by both the adapt tool and the power management graph. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a power system error alarm. The customer stated they were able to clear the alarm and complete the rewind process. Customer removed the battery and notification light was stopped immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.